Manufacturer narrative:
The field engineering specialist found air in the system. He found large amounts of air in sipper and ise syringes. He primed the system and performed successful ise check testing. He cleaned the dilution vessel and adjusted a nozzle. He performed successful calibration and qc testing. A pooled patient sample had precision check testing performed. The analyzer alarm history did not contain any conspicuous events. The issue was resolved by the service activities performed and no further issues occurred following the service visit.

Event description:
The initial reporter complained of questionable ise indirect na, k, cl for gen.2 result for multiple patients tested on a cobas 8000 cobas ise module (double). From the data from 55 total patients, 4 had discrepant sodium results, 1 had discrepant sodium and potassium results, and 2 had discrepant potassium results. For patient 1, the initial sodium was 134.4 mmol/l with a repeat result of 139.5 mmol/l. For patient 2, the initial sodium was 130 mmol/l with a repeat result of 138 mmol/l. For patient 3, the initial sodium was 132 mmol/l with a repeat result of 138 mmol/l. For patient 4, the initial sodium was 134 mmol/l with a repeat result of 140 mmol/l. For patient 5, the initial sodium was 130.3 mmol/l with a repeat result of 135.3 mmol/l and an initial potassium of 4.5 mmol/l with a repeat result of 5 mmol/l. For patient 6, the initial potassium was 4.6 mmol/l with a repeat result of 5.5 mmol/l. For patient 7, the initial potassium was 4.1 mmol/l with a repeat result of 4.6 mmol/l. The initial results were reported outside of the laboratory but the repeat results were deemed correct and corrected reports were issued. The sodium, potassium, and chloride electrode lot information was not provided.